Event description:
Customer reports receiving results of 49mg/dl, 69mg/dl, and 82mg/dl within 5 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality conrols were used. Requested return of suspect device and replacement was sent.